Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had ruining out of batteries every day or two pump was replaced. No harm requiring medical intervention was reported. The device was returned for analysis.